Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), skin irritation ("skin irritation"), tinnitus ("ringing in ears"), dyspareunia ("dyspareunia"), arthritis ("joint inflammation"), dysgeusia ("metalic taste in mouth"), tooth fracture ("broken teeth"), fatigue ("fatigue"), rash ("rashes"), urticaria ("hives"), food allergy ("food allergy"), loss of libido ("loss of intimacy") and stress ("stress"). The patient was treated with surgery (essure removal and ablation). Essure (ess205) was removed. At the time of the report, the menorrhagia, skin irritation, tinnitus, dyspareunia, arthritis, dysgeusia, tooth fracture, fatigue, rash, urticaria, food allergy and stress outcome was unknown. The reporter considered arthritis, dysgeusia, dyspareunia, fatigue, food allergy, loss of libido, menorrhagia, rash, skin irritation, stress, tinnitus, tooth fracture and urticaria to be related to essure (ess205). The reporter commented: surgery scheduled on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), skin irritation ("skin irritation"), tinnitus ("ringing in ears"), dyspareunia ("dyspareunia"), arthritis ("joint inflammation"), dysgeusia ("metallic taste in mouth"), tooth fracture ("broken teeth"), fatigue ("fatigue"), rash ("rashes"), urticaria ("hives"), food allergy ("food allergy"), loss of libido ("loss of intimacy") and stress ("stress"). The patient was treated with surgery (essure removal and ablation). Essure (ess205) was removed. At the time of the report, the menorrhagia, skin irritation, tinnitus, dyspareunia, arthritis, dysgeusia, tooth fracture, fatigue, rash, urticaria, food allergy and stress outcome was unknown. The reporter considered arthritis, dysgeusia, dyspareunia, fatigue, food allergy, loss of libido, menorrhagia, rash, skin irritation, stress, tinnitus, tooth fracture and urticaria to be related to essure (ess205). The reporter commented: surgery scheduled on (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.